Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised due to unknown complications. (B)(6). First revision asa: p3- incapacitating systemic disease.